Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that multiple cs 215-65yyyyyy call service alarms were emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. The product is out of warranty; the customer declines to return the product to the manufacturer for investigation. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.